Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the metal rim on device was noticed to be bent after it was deployed. Another device was used in which the same problem was noticed. A third device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Support arms bent. The analysis results of the device found that it was received already deployed and with the suture cut. In order to evaluate the condition of the support arms, the device was disassembled and one support arm was found to be bent. However, it could not be determined what may have caused the incident reported. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. In addition, the found condition of the suture is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.